Manufacturer narrative:
Preliminary analysis showed that the most probable hypothesis to explain the reported behavior is a battery failure.

Event description:
It was reported that the longevity of the subject ICD was shorter than expected. The ICD was explanted on (B)(6) 2017 and was returned for analysis.

Event description:
It was reported that the longevity of the subject ICD was shorter than expected. The ICD was explanted on (B)(6) 2017 and was returned for analysis.

Event description:
It was reported that the longevity of the subject ICD was shorter than expected. The ICD was explanted on (B)(6) 2017 and was returned for analysis.